Manufacturer narrative:
Date of event is estimated. Date of surgical intervention unknown. During processing of this complaint, attempts were made to obtain additional information. Further information was requested but not received. Unique device identifier (UDI #): the UDI is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was disconnected from the ipg for unknown reason at unknown date during surgical intervention.